Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow control valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit indicated a failure affecting mechanical ventilation. There was no report of patient involvement.